Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury"

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. The mcs tip cover accessory, when used as intended, provides insulation over a section of the endowrist monopolar curved scissors instrument so that radio frequency (rf) energy is only available at the instrument scissor tips. No image or video clip for the reported event was submitted for review. Verification of the product and event details via system logs cannot be performed at this time because there is insufficient product information. A site history review was performed and no other complaints were reported for this product. Based on the information provided at this time, this complaint is being reported because the mcs tip cover accessory was retrieved and no additional surgical intervention was required. However, unintended items falling into the patient may require surgical intervention. Recurrence of the failure could cause or contribute to an adverse event. At this time, it is unknown what caused the mcs tip cover accessory to fall inside the patient.

Event description:
It was reported that after a da vinci-assisted procedure the customer had issues with the monopolar curved scissors (mcs) tip cover accessory falling off during removal of the cannula. The item was retrieved and the procedure was completed with no patient harm. Intuitive surgical inc. (Isi) followed up with the initial reporter to obtain additional information. The reporter confirmed that the mcs tip cover accessory was inspected prior to use. No damage was found and nothing looked out of the ordinary. The customer was removing the cannula at the time of the event. There were no other issues seen, no resistance when removing the mcs instrument through the cannula, and no collisions occurred intraoperatively. Some "damage" was later found on the cannula. It was noted that some sort of lubricant was used when the mcs tip cover accessory was installed on the mcs instrument. The surgeon manually retrieved the mcs tip cover accessory. No patient-related information was available. Isi also followed up with the general surgery coordinator and obtained the following additional information. Neither electrolube nor any other lubricant was used when installing the mcs tip cover accessory on the mcs instrument. The mcs tip cover accessory worked properly throughout the procedure. It was only when the customer was trying to remove the cannula and the instrument that the issue occurred since the cannula was rounded and bent. Neither the mcs instrument nor the mcs tip cover accessory are available to be returned to isi. There was no patient harm as a result of the reported event.